Event description:
Patient implanted in oral commissures in 1998. Onset of infection, buccal mucosa ulceration, and seroma in 1999. Patient treated with cipro in 1998. Ceftin in 1999, famvri and hot compresses in 1999, valtrex and kenalog in 1999, and bactroban in 1999. Implant explanted in 1999.